Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on november 04, 2019 that a flexiva ID 200 laser fiber used in a procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noted that the laser fiber was overheating and was hot to touched. The procedure was completed with another flexiva ID 200 laser fiber. There was no serious injury nor adverse patient effects reported as a result of this event. There was no harm to the patient. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.